Event description:
It was reported that a patient experienced suspected peritonitis, coincident with peritoneal dialysis therapy. It was not reported if the patient was hospitalized for the event. The cause of the peritonitis was unknown. On unreported date(s), the patient was treated with unspecified antibiotics for two days (medication, dosage, and frequency not reported) for the peritonitis event. It was not reported if dianeal therapies were ongoing. It was not reported if the patient was recovering or was recovered from the peritonitis event. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). On an unreported date, the patient experienced suspected peritonitis. The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.